Event description:
Prior to a laparoscopic assisted vaginal hysterectomy procedure, the 4-40 stud broke off. The case was completed with another like device. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.